Manufacturer narrative:
Upon receipt of additional information, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown head lot# unknown, item# us157848 m2a-magnum pf cup 48odx42id lot# 798190. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent 2nd hip revision procedure 2 years post initial implantation due to acetabular fracture. During the first revision, poor bone quality was noted.